Event description:
The patient had no symptom but v tachy episode indicated clearly noise. No revision procedure will be planed. The mode was changed to aai. According to the additional information which the rep obtained, v-lead fracture was found. Therefore, no further analysis is required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).